Event description:
Discordant advia centaur bnp, ahbs and hbsag results were obtained on multiple patient samples. The results were reported to the physician(s). The samples were retested on the advia centaur and the corrected results were reported to the physician(s). There is no known patient intervention or adverse health consequences due to the discordant bnp, ahbs and hbsag results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. Analysis of the instrument data indicate that the cause for the discordant bnp, ahbs and hbsag results was due to a leak in the base reservoir and a malfunction with the base reservoir pinch valve w1/d1. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.